Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that on an unspecified date in 2010 the patient noted the pump and the meter remote times were not the same, despite the two devices being paired at that time. The reporter noted he separately corrected the pump and the meter remote time settings, and had no further issues. The reporter refused to troubleshoot the pump. There was no patient injury associated with this issue. The patient did not suffer an adverse event due to the pump. The patient suffered no symptoms and did not seek medical attention. As the reporter refused to troubleshoot the pump, there is no evidence of the contributing cause of this issue. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was not returned with the pump for investigation. A test meter was used for investigation and was successfully paired with the pump. On investigation, the pump settings correctly transferred to the test meter.